Event description:
A customer reported to beckman coulter, inc. (Bec) a leak in the hydropneumatic area of the synchron lx I 725 system. Medical attention was not sought. No effect to patient or operator was reported in connection with this event.

Manufacturer narrative:
Bec field service engineer (fse) was dispatched for this event. The fse replaced tubing on the two-way rocker valve in the valve bank of the hydropneumatic system.